Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as 2134265-2018-00660 and 2134265-2018-00847. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in a mildly tortuous and non-calcified mid left anterior descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. However, during preparation of the opticross¿ imaging catheter, the ilab froze on the connection confirmation screen and it was unable to perform pullback. Thus, automatic pullback failure occurred. The ilab did not start up properly even after it was tried to start after turning off. After the opticross¿ imaging catheter was replaced with a non bsc catheter. The ilab main switch was turned off/on the issue was resolved. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed no damage observed on the distal tip or guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. Bsc ID # (B)(4). Tw# (B)(4).

Event description:
Same case as 2134265-2018-00660 and 2134265-2018-00847. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in a mildly tortuous and non-calcified mid left anterior descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. However, during preparation of the opticross¿ imaging catheter, the ilab froze on the connection confirmation screen and it was unable to perform pullback. Thus, automatic pullback failure occurred. The ilab did not start up properly even after it was tried to start after turning off. After the opticross¿ imaging catheter was replaced with a non bsc catheter. The ilab main switch was turned off/on the issue was resolved. No patient complications were reported.